Manufacturer narrative:
The physician verbalized to a nalu reprentative that it appeared the suture technique used at the time of the initial implant was not sufficient to maintain the lead position. After repositioning the leads, the physician placed new sutures to hold the leads at the desired location.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. After activating the system, the patient noted lack of pain relief at the intended nerve target and evaluation of the system found the implanted leads had advanced forward to no longer be seated at the desired nerve target. On (B)(6) 2025 a surgical procedure was performed to pull the existing leads back to the intended location and re-suture. No components were removed or replaced during the procedure and all originally implanted components remain implanted and in use.